Manufacturer narrative:
At this time, the product will not be returned. No further information is available, at this time. The investigation will be updated, should additional information be received.

Event description:
Boston scientific received information that this pacemaker system was explanted, due to erosion. Which is life threatening and requires hospitalization. No further information is known, at this time. No additional adverse patient effects were reported.